Event description:
Dealer stated that the brakes on a 65650 rollator allegedly are not working.

Manufacturer narrative:
The incorrect information was submitted on the initial medwatch.

Manufacturer narrative:
The incorrect date was submitted on the initial medwatch.